Event description:
Reporter indicated that the pt experienced an episode of bradycardia when lead test was run during implant surgery (ca 25/min for several seconds). Attempts to obtain additional info have been unsuccessful to date.